Event description:
Initial reporter indicated that the sites handheld computer screen became frozen following interrogation. The handheld contained 7.1 programming software. The event resolved after the software flashcard was removed and reinserted. The handheld computer will not be returned for product analysis.